Event description:
It was reported that the patient had the inflatable penile prosthesis device removed due to erosion and the pump was in dependent part of scrotum a new 20cmx12mm spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Number/catalog number 720185-01, serial number (B)(4), batch/lot number 1000139404, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient had the inflatable penile prosthesis device removed due to erosion and the pump was in dependent part of scrotum a new 20cmx12mm spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the erosion was in the dependent portion of scrotum at the base of the pump.